Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high thresholds and loss of capture. Attempts were made to reposition to a better location which were unsuccessful. During the attempts to remove this lead, it became stuck on the subclavian vein in some scar tissue. The decision was made to abandon and replace the lead. To date, there have been no additional adverse patient effects reported.

Manufacturer narrative:
The lead was surgically abandoned and successfully replaced.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual observation confirmed that the complete lead was returned with dried bodily fluid noted in the lead lumen, from the terminal pin to the tip. There were also noted to be set screw markings on the terminal pin and ring. The lead was returned with the stylet still inside of it, which was removed with some resistance felt due to the fluid in the lumen. There was electrocautery damage in the form of melted insulation, noted on the lead in several places. The conductor coils were stretched from 490mm to the lead tip at 610mm. A new undamaged 4471 lead would measure 580mm. Additionally, two thirds of the suture is noted on the lead body. The other one third is noted down at the tip just proximal and butting up against the drug collar. There was also a suture found around the lead tip by the tip anode electrode. This damage was determined to be procedurally induced.